Event description:
Groshong power port implanted on (B)(6) 2010. Later noted to not be working properly and returned to hospital on (B)(6) 2011. Vascular study found catheter broken with tip in the right ventricle. Radiologist was able to snare and remove the tip without incident or injury. Diagnosis or reason for use: cancer requiring chemotherapy.